Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it was implanted in the patient. Based on customer's photos of the device, the report of incomplete pipeline flex opening could not be confirmed. The event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experiences. (B)(4).

Event description:
Medtronic (covidien) received report of pipeline flex incomplete opening during a procedure. The patient was being treated for an unruptured, saccular aneurysm in the left posterior inferior cerebellar artery (pica). The aneurysm was previously coiled and recanalized. Patient's anatomy was of normal tortuosity. Continuous heparinized saline flush was used during the procedure. There was no report of difficulties prior to pipeline flex deployment. Upon deployment, the distal end foreshortened. The distal landing zone was very tight between the vertebral basilar junction and neck of aneurysm; the physician did not want to cover the vertebral basilar junction. The aneurysm neck was still adequately covered, so no further action was taken. Also upon deployment, the proximal end was not completely open. A j wire was used to open and completely appose the device. Angiographic result immediately post procedure was slowing of flow. There were no patient complications as a result of this event.